Manufacturer narrative:
(B)(6).

Event description:
It was reported that a deltec® port-a-cath®ii implantable access system was leaking. The catheter had a tear. The device was placed on (B)(6) 2016 and surgically adjusted on (B)(6) 2017 to remove 3 - 5 cm of catheter to resolve blood draw issue. On (B)(6) 2017, a CT scan examination showed leaking of the catheter. The system was surgically removed from the patient and replaced with a new pac on (B)(6) 2018. No adverse health events were reported.

Manufacturer narrative:
One smiths medical deltec® port-a-cath®ii was returned for analysis. Under visual inspection the catheter was noted to be separated from the port along with a fissure found in the catheter; confirming the complaint. A review of the manufacturing process was performed and a review of the instructions for use (IFU) was completed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the (B)(4) facility.